Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b1 for information inadvertently left out of previous report. Based on the results of the investigation, it is unclear whether the reprocessing could be carried out according to the IFU, so the cause of the residual foreign matter could not be identified. The event can be detected/prevented by following the instructions for use which state: instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocessing of endoscopes (and accessories to be reprocessed). Olympus will continue to monitor field performance for this device.